Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device evaluation could not be completed because the device was not returned for evaluation. Device was not returned to the manufacturer for device evaluation.

Event description:
It was reported by the customer that the device was overheating. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the device was overheating. No medical intervention and no adverse consequences were reported with this event.